Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device vcp9373h; pdbbrbs0 number, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown gynecological procedure on an unknown date and suture was used. The suture detached from the needle during closure of the uterus. There were no adverse patient consequences reported.